Event description:
The device was connected to a pt through the attached quik-combo defibrillation adapter. Reportedly, when an attempt was made to administer device pacing therapy to the pt in transport to the hosp, the pacer would intermittently shut off. The pt was resuscitated. There were no reported adverse affects to the pt resulting from the discrepancy.